Manufacturer narrative:
Product technical complaint investigation result was received on 09-feb-2016: the ptc global reference number is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Company causality comment: this case report was received from an lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed significant cramping and pain in the pelvic region. She was submitted to a hysterectomy (approximately 2 years after essure placement). The device was removed and she had a significant reduction in her pain. This event is listed according to essure's reference safety information. During essure micro-insert therapy, pelvic pain and cramping may occur. In this particular case, the temporal relationship between essure procedure and pain onset was positive and no alternative explanation was provided. Considering this information and since consumer's pain improved with device removal; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was considered an incident, since device removal was required (hysterectomy performed). Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
(B)(4).

Event description:
This is a spontaneous case report received from a lawyer in (B)(6) on 24-nov-2015 which refers to a female consumer/plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012 for birth control. The plaintiff did not want any additional children and after speaking with her gynecologist it was recommended the essure implant because there was little down time. Shortly after being implanted with essure the plaintiff began to experience sharp pains and significant discomfort in her pelvic region. In or around (B)(6) 2012, she began to notice irregular menstrual cycles, pain during sex, significant cramping and pain in the pelvic region and significant bloating in the pelvic region. On or around (B)(6) 2014, she had a total hysterectomy (leaving ovaries) performed to remove the essure implant. As soon as she woke up from the surgery, the pain and bloating in her pelvic region were significantly reduced. Over the next couple of weeks after surgery, the plaintiff continued to experience improvements in her symptoms. Company causality comment: this case report was received from an lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed significant cramping and pain in the pelvic region. She was submitted to a hysterectomy (approximately 2 years after essure placement). The device was removed and she had a significant reduction in her pain. This event is listed according to essure's reference safety information. During essure micro-insert therapy, pelvic pain and cramping may occur. In this particular case, the temporal relationship between essure procedure and pain onset was positive and no alternative explanation was provided. Considering this information and since consumer's pain improved with device removal; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was considered an incident, since device removal was required (hysterectomy performed). A product technical analysis is being performed. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up received on 02-may-2016: the case (B)(4) was identified as duplicate of this case and was deleted. All information was transferred to this case. New reporter was added. It was reported that consumer had severe pelvic pain, hair loss, bloating, cramping and heavy menstrual bleeding after having essure implanted. Hysterectomy was done to remove essure and her health condition improved. Company causality comment: this case report was received from an lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed significant cramping and pain in the pelvic region. She was submitted to a hysterectomy (approximately 2 years after essure placement). The device was removed and she had a significant reduction in her pain. This event is listed according to essure's reference safety information. During essure micro-insert therapy, pelvic pain and cramping may occur. In this particular case, the temporal relationship between essure procedure and pain onset was positive and no alternative explanation was provided. Considering this information and since consumer's pain improved with device removal; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was considered an incident, since device removal was required (hysterectomy performed). Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.